Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedance measurement on the atrial lead was observed. The patient presented to the clinic and subsequent impedance measurements were stable. One false measurement or an indication of a debuting lead damage was suspected. It was suggested monitoring the lead closely and as a precaution perform provocative testing to see if any noise can be provoked. The patient was in stable condition.